Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not turning on. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that the device was not turning on. The device was sent to bench repair. At bench, the authorized service provider (asp) tested the device with a test cable and battery and found that the light emitting diodes (leds) were not lighting up. The asp discovered replaced the power supply and confirmed that the issue was resolved.